Event description:
Per the clinic, the patient experienced a skin defect over the implant with poor healing of the skin. The device was explanted on (B)(6) 2021. It is unknown if there are plans to re-implant the patient with another device. Further information is being sought from the clinic. The device analysis report is attached.

Manufacturer narrative:
This report is submitted on december 2, 2021.

Manufacturer narrative:
Per the clinic, the patient experienced infection at the implant site prior to the explantation and subsequently was treated with IV antibiotics (specific date and duration not reported). This report is submitted on december 30, 2021.